Manufacturer narrative:
During testing, the device did not deliver a dose when the pt pendant was pressed. This was due to a broken wire internal to the pt pendant. The cause for the broken wire could not be determined. Event problem: the event that is being reported was noted during verification testing. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the service center, the device did not deliver a dose when the pt pendant was pressed.